Event description:
It was reported the ipg would not enter MRI mode. Diagnostics indicated low impedances. In turn, surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for impedance issues was not confirmed. As received, the lead was complete but cut. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity of the lead body segments were measured from end to end of each wire. No opens were observed in any of the lead segments.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00776.

Manufacturer narrative:
Correction: b5 - added related manufacturer reference number for related report.

Event description:
Additional information indicates the system was explanted and replaced to address the issue.